Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2025, an incident occurred in the operating theater with an epidural set. Epidural placement: no problem. Call for line occlusion, drug administration impossible. Catheter removal without resistance. An xray was performed to ensure that the catheter did not separate in the patient. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4) the reported complaint of part of the catheter coil wire breaking during removal was confirmed based upon investigation of the sample received. The customer returned one epidural catheter. At the distal end of the returned epidural catheter, the coil wire appeared to be stretched and extended approximately 3.8cm beyond the distal tip. Also returned appeared to be additional stretched coil wire that was separated from the catheter and measured approximately 9.0cm. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this product warns the user to never withdraw the catheter back against the needle bevel and not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "on (B)(6) 2025, an incident occurred in the operating theater with an epidural set. Epidural placement: no problem. Call for line occlusion, drug administration impossible. Catheter removal without resistance. An xray was performed to ensure that the catheter did not separate in the patient. There was no reported patient harm or consequence."